Manufacturer narrative:
The s9 elite device was returned to resmed for an investigation. The investigation methods, results, and conclusion are not yet finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that a s9 elite device caught fire. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The s9 elite device was returned to resmed for an investigation. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the root cause was water ingress. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that a s9 elite device caught fire. There was no patient harm or serious injury reported as a result of this incident.